Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), lung disease, other, persistent cough, copd, problem with memory. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging eye irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), lung disease, other, persistent cough, copd, problem with memory. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dirt-like contamination was observed on the top enclosure and ui panel. Dust-like contamination was observed on the blower box and blower motor, while unknown contamination was observed on the bottom enclosure. Dirt-like contamination was present at the air inlet of the blower box. The bottom of the blower motor exhibited potential mineral deposit staining, indicative of possible water ingress. Black contamination consistent with keratin was observed at the air outlet of the blower box. The manufacturer also confirmed the presence of multiple contaminants that were not consistent with degraded sound-abatement foam and were most likely introduced from an external source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were zero errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.